Event description:
Patient's family member had reported that patient's one touch ultra meter was giving inaccurate low results. A result of 35 mg/dl was provided. Patient had contacted their doctor due to low results, and the doctor decreased the insulin intake. During troubleshooting, patient was asked to perform a control solution test on the meter. The test failed outside the range. Patient was asked to retest, and the second control solution test failed as well. The test strips were not expired and were in good condition. Patient then opened a new vial of test strips and performed a control solution test with them. The meter and strips fell within the reportable range. This case is reported as a malfunction since the meter failed the control solution test twice.